Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found.

Event description:
It was reported that the patient received inappropriate shocks due to a fracture of the right ventricular (rv) lead. There was an alert and the lead had high impedance, oversensing, and noise. Detections were turned off and the lead was subsequently capped and replaced. It was also reported that the sensing problem may have been related to a possible device header malfunction on the ventricular port. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 6947. Implantable tachy lead: (B)(6) 2007. 3830 implantable pacing lead: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.